Manufacturer narrative:
(B)(4). Occupation: other, senior counsel, litigation. Additional information is pending and will be submitted in a follow up report when complete.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, physical and emotional damages from thrombosis, and post thrombotic syndrome and resultant symptoms. As a result of the malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to thrombosis, and post thrombotic syndrome and resultant symptoms. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, thrombosis, post thrombotic syndrome and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received the following sections a2, a3, b3,b5,g4,g7,h2, and h6 have been updated accordingly. Patient code '3191' was used as there are no codes available for 'pulmonary hypertension'. Section b5: addendum for addition information received:additional information received per the patient profile form (ppf) states that approximately two years and five months after the index procedure, the patient became aware that the filter was associated with blood clots, clotting and/or occlusion of the ivc. In addition, the patient is reported to have been hospitalized on several occasions due to post-implant deep vein thrombosis (dvts) and life-threatening pulmonary embolism (pes), chronic thromboembolic pulmonary hypertension for unresolved clotting of arteries. The patient underwent a thromboendarterectomy. The patient further reported having experienced mental anguish, physical pain, emotional distress, physical impairment, shortness of breath, limited mobility and low stamina associated with the filter. According to the medical records the trapease vena cava filter was implanted via the left common femoral vein and placed in an infrarenal position without complications. As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. The filter was implanted via the left common femoral artery and placed in an infrarenal position without complications. More than twelve years after the filter implantation, the patient reported having experienced post-thrombotic syndrome, filter occlusion, blood clots, clotting and/or occlusion of the ivc. In addition, the patient is reported to have been hospitalized on several occasions due to post-implant deep vein thrombosis (dvt) and life-threatening pulmonary emboli (pe), chronic thromboembolic pulmonary hypertension for unresolved clotting of arteries. The patient underwent a thromboendarterectomy. The patient further reported having experienced mental anguish, physical pain, emotional distress, physical impairment, fear, shortness of breath, limited mobility and low stamina associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post-thrombotic syndrome is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt and thrombosis. These events do not represent a malfunction of the device. Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Stenosis, blood clots, clotting, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported pain, pulmonary hypertension and decreased mobility and stamina experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.